Manufacturer narrative:
The connector pins of a partial lead were returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received states that the lead was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported the patient presented to the ER after receiving therapy. Interrogation revealed, multiple episodes of noise which caused inappropriate atp and hv therapy to be delivered. An increase in pacing lead impedance was also noted. The device has been programmed off due to the patients cancer treatments and will be reevaluated at a later date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.